Event description:
It was reported that the communicator showed a flashing yellow call doctor icon. A boston scientific technical services (ts) provided troubleshooting steps, but the issue was not resolved thus requesting power cord replacement. Patient advocate informed that the communicator has been overheating, started a couple of weeks ago, and even has a burn smell. New power cord was received and connected but the overheating and burn smell has continued thus requesting for communicator replacement. No adverse patient effects were reported.